Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) is currently underway. The reported problem (battery will not communicate) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The last pt to use this battery did not report any problems with it.

Event description:
A review of service data detected a reportable event. During servicing of battery pack (B)(4), which was returned for routine maintenance, it was discovered that the battery pack would not communicate with the (B)(4) software. The last pt to use this battery did not report any problems with it.